Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 23 aug 2024 from the home therapy nurse (htn) of patient ml, a 70 year old female with a medical history including multiple comorbidities and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on an (B)(6) 2024. Additional information was received on 26 aug 2024 from the htn who stated the patient was treating alone at the time of the event. Emergency medical services (ems) was called and the patient was pronounced at the scene. The cause of death was not provided.